Manufacturer narrative:
An event of migration or expulsion of device was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received and per event details, the cause of reported event could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as a balloon angioplasty was performed on the lpa to relieving the lpa stenosis and improving blood flow to the left lung. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2021, a 4mm by 2mm amplatzer piccolo occluder was implanted in a 3 week old, 800g patient to close a patent ductus arteriosus (pda). Patient was a 24-week gestation premature infant. The implant procedure was successful. The device was implanted in the intraductal position, and there was no evidence of left pulmonary artery (lpa) stenosis. On routine one year follow up, a mild increase in lpa velocity was noted on echocardiography. Subsequent follow up showed further increase in lpa velocity suggestive of lpa stenosis. In (B)(6) 2024, the patient was referred for a lung perfusion scan, which showed 80% flow to the right pulmonary artery (rpa) and 20% flow to the lpa. The decision was made to take to the catheter lab for angiographic assessment of the lpa blood flow. On (B)(6) 2024, a balloon angioplasty was performed on the lpa, which was successful in relieving the lpa stenosis and improving blood flow to the left lung. The peak lpa gradient decreased from 18mmhg to 9mmhg, confirming a satisfactory result. It was reported that the device likely tilted/migrated from the intraductal position to an extraductal position with the proximal disk of the device situated in the pulmonary artery at the bifurcation of the left branch pulmonary artery. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2021, a 4mm by 2mm amplatzer piccolo occluder was implanted in a 3-week-old, 800g patient to close a patent ductus arteriosus (pda). Patient was a 24-week gestation premature infant. The implant procedure was successful. The device was implanted in the intraductal position, and there was no evidence of left pulmonary artery (lpa) stenosis. On routine one year follow up, a mild increase in lpa velocity was noted on echocardiography. Subsequent follow up showed further increase in lpa velocity suggestive of lpa stenosis. In (B)(6) 2024, the patient was referred for a lung perfusion scan, which showed 80% flow to the right pulmonary artery (rpa) and 20% flow to the lpa. The decision was made to take to the catheter lab for angiographic assessment of the lpa blood flow. On (B)(6) 2024, a balloon angioplasty was performed on the lpa, which was successful in relieving the lpa stenosis and improving blood flow to the left lung. The peak lpa gradient decreased from 18mmhg to 9mmhg, confirming a satisfactory result. It was reported that the device likely tilted/migrated from the intraductal position to an extraductal position with the proximal disk of the device situated in the pulmonary artery at the bifurcation of the left branch pulmonary artery. The patient status was reported as stable.